Event description:
It was reported that customer¿s t:slim x2 pump battery would not charge and pump displayed power source alert before issue resolved on its own. There was no reported impact to the customer¿s blood glucose level. Customer did not experience pump shutdown, issue resolved when pump began charging, and no further assistance or replacement pump was required.